Manufacturer narrative:
H6: added c20 and d1102 to capture investigation findings and conclusion h11: updated based on the results of the investigation and added clinical review. Additional information has been provided in h6(investigation findings; investigation conclusions) corrected information has been provided in d1 the cause of the injury was not determined due to insufficient clinical details. The cause of the positioning issue was determined to be use related per clinical details that the impella cord cable got caught on the CT scan and dislodged the cp back into the aorta.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella cp device was inserted via the right femoral artery in a 64-year-old male patient presenting with acute myocardial infarction complicated by cardiogenic shock (ami/cgs), scai shock stage e, with a history of dialysis. The patient was on impella cp and va-ECMO support and was transported to CT. During transfer, the impella cord/cable became caught on the CT scanner, causing the impella cp to dislodge back into the aorta. The bedside team reported that the patient had already been placed on a palliative care pathway and was brain-dead prior to the device displacement, per clinical assessment. The team stated the dislodgement did not result in patient harm, did not cause a fatal stroke, and no additional intervention was pursued. The decision was made to place the cp at p-1 and disable placement monitoring. The patient was brain dead prior displacement of device the reported events include device in wrong position, medical device removal, and hemodynamic instability. The impella cp will be conservatively reported for serious injury due to temporary hemodynamic support interruption during device removal; however, the removal was performed with no consequence to the patient, and support was resumed without any known adverse events.